Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A1059 mayfield skull clamp slipped on a pt causing a laceration. Additional info has been requested.